Manufacturer narrative:
Device review by ranfac. DHR review completed, and no issues were identified related to poor strength between the molded handle and the cannula. No other issues have been reported at this time related to the handle pulling away from the cannula.

Event description:
Customer complaint for is as follows: dr. (B)(6) was using the aspirex in surgery on (B)(6) 2014 on a (B)(6) female pt, and when he began twisting the needle into the pedicle on the left side of l5, the handle came off. He then opened and tried a new aspirex box, and the same happened with the second needle on the right side of s1.